Event description:
(B)(4). Same case as: MDR ID 2134265-2013-05164. It was reported that post percutaneous coronary intervention, myocardial infarction occurred. In (B)(6) 2011, the subject presented due to myocardial infarction and was referred for cardiac catheterization. The subject was enrolled into the te-prove study. Target lesion #1 was a de-novo lesion located in the proximal left circumflex with 100% stenosis and was 30 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm taxus element stent. Following post dilatation, residual stenosis was 0 %. Target lesion #2 was a de-novo ostial lesion located in the proximal left circumflex with 70% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 mm x 24 mm taxus element stent. Following post dilatation, residual stenosis was 0%. On the third day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2012, the subject presented due to myocardial infarction and was hospitalized on the same day. No evidence of ECG performed. However, the type of myocardial infarction is unknown. During the same hospitalization, the subject experienced cva. The outcome of events were considered unknown. On (B)(6) 2012, the subject was discharged.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2012, subject presented with chest pain and was hospitalized on the same day. Cardiac enzymes were noted to be elevated and the site reported an event of mi. Electrocardiogram (ECG) was performed. It was observed that the subject experienced ischemic symptoms. On the sixth day of the same hospitalization, the subject collapsed and experienced cerebrovascular accident (cva). Second day after the subject collapse, magnetic resonance imaging of the head was performed which suggested the event collapse / cva was most likely due to infraction.